Event description:
Procedure: lobectomy. Customer states: the sulu was used with an I-drive. After the procedure, surgeon doubted that stapling on peripheral venous might not been completed when checking specimen. During the procedure, there was no bleeding. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. The patient is fine. Although the doctor suspected malformation of staples, he could not confirm it.

Manufacturer narrative:
(B)(4).